Event description:
The system 6 sagittal saw was sent for service and during failure analysis at the manufacturer it was noted that blade whip resulted in a larger incision than intended during the cut test. There was no patient involvement and no adverse consequence associated with the device.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Event description:
The system 6 sagittal saw was sent for service and during failure analysis at the manufacturer it was noted that blade whip resulted in a larger incision than intended during the cut test. There was no patient involvement and no adverse consequence associated with the device.

Manufacturer narrative:
It was noted during failure analysis that the handpiece would stop working when pressure was applied due to a damaged eccentric bearing. The handpiece also had reduced performance including blade whip due to a loose drive link.